Manufacturer narrative:
Device history record (DHR): the DHR was reviewed and shows no abnormalities related to the reported failure. The mayfield skull clamp (a3059) was returned for evaluation. The reported complaint was confirmed. Evaluation showed that the lock has up and down movement and the teeth were grinding when rotated. The rocker arm assembly will need to be disassembled and cleaned thoroughly. The unit needs repair, and replacement of worn parts. General maintenance and cleaning is required. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
N/a

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the locking knob on mayfield skull clamp (b(4) was not functioning correctly. It is unknown if there was patient involvement. However no patient injury or surgical delay has been reported.